Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During an infection case it was noticed metallosis around the head and according to surgeon alval case. The head was revised. The patient had an abg2 with lfit v40 head. The patient got a universal biolox delta head with v40 sleeve.